Event description:
The customer reported that the unit failed to power up.

Manufacturer narrative:
(B)(4): the customer reported that the unit failed to power up. The unit was evaluated at philips, and the failure was confirmed. Multiple parts were replaced to resolve the issue, and as a result, we are unable to determine the exact cause of the failure. The unit passed all post-service testing and was returned to the customer site.